Event description:
The customer alleged the ventilator's audio alarm did not function under any circumstances. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device. As he was removing the alarm assembly from the bracket, the alarm started to function. The npb cse replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.